Event description:
It was reported that during the implant procedure, it was difficult to insert the ventricular lead in the pulse generator header. The device was not used and a new device was implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.